Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to me following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2017: ptc investigation result received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pain (seen as pelvic pain) and infection (pelvic infection), amongst nonserious events. Seven years after essure insertion, plaintiff underwent a hysterectomy and to remove essure. Pelvic pain and pelvic infection are anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering that pelvic infection occurred after essure insertion and the lack of alternative explanation, a causal relationship with essure cannot be excluded. Even though pelvic infection could alternatively explain pelvic pain, this event may occur during essure therapy. Causality with essure was considered related. This case was regarded as incident, as a surgical intervention was required. The product technical assessment concluded a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Event description:
This case was converted from the conceptus database (ref# ar-13215-chw1) to bayer database on 18-feb-2014. The medical content of the case was not changed: case summary: non-serious, listed, related (non-incident) this is a spontaneous case report received from a consumer in united states on (B)(6)2010. It describes the occurrence of pregnancy and device ineffective in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. No information given on consumer's history, past drugs and concurrent conditions. It is not reported whether the consumer received any concomitant medication. On (B)(6) 2008 the consumer had essure (fallopian tube occlusion insert) implanted. On (B)(6) 2008 essure confirmation test was performed. On an unspecified date the consumer experienced pregnancy. No assessment was given. Follow-up information was received on (B)(6) 2017 from a lawyer and describes the occurrence of pelvic infection ("infection"), pelvic pain ("pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("cramps"), alopecia ("hair loss"), weight increased ("weight gain") and headache ("headaches"). The patient was treated with surgery (hysterectomy, surgery to remove essure on (B)(6) 2015). At the time of the report, the pelvic inflammatory disease, abdominal pain, pelvic pain, alopecia, weight increased and headache outcome was unknown. The reporter considered pelvic inflammatory disease, abdominal pain, pelvic pain, alopecia, weight increased and headache to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: now reported from lawyer: reported events: hysterectomy, pain, hair loss, weight gain, headaches, infection, and cramps, all newly reported and all considered related to essure. She had surgery to remove the essure implant on (B)(6) 2015. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pain (seen as pelvic pain) and infection (pelvic infection), amongst nonserious events. Seven years after essure insertion, plaintiff underwent a hysterectomy and to remove essure. Pelvic pain and pelvic infection are anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering that pelvic infection occurred after essure insertion and the lack of alternative explanation, a causal relationship with essure cannot be excluded. Even though pelvic infection could alternatively explain pelvic pain, this event may occur during essure therapy. Causality with essure was considered related. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.